Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40s (mg/dl); cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.